Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As a result of the investigation, this event is corrected as follows. - the upper side of the endoscopic image was colored magenta. Olympus medical systems corp. (Omsc) re-evaluated the event and determined that the failure mode is not a MDR reportable malfunction. Therefore, this report is being submitted to retract the MDR on the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the subject device and found that the reported phenomenon was duplicated. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined. Olympus medical systems corp. (Omsc) surmised that the reported phenomenon occurred since while the distal end had hot, some kind of stress was applied to the imaging unit and the adhesive inside the imaging unit peeled off.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on (B)(6) 2021, it was found that a magenta endoscopic image was displayed due to a failure of the circuit board. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). A supplemental report will be submitted, if additional or significant information becomes available at a later time.